Event description:
During a pulmonary vein isolation ablation procedure a leak occurred. The sheath set was removed and replaced to continue the procedure. There were no adverse patient consequences.

Manufacturer narrative:
The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be confirmed.